Event description:
During anesthesia, needle tip had broken off. Another needle had to be taken for anesthesia. Needle tip had been withdrawn by surgery- no clinical consequences. Lot number unknown. Incident happened in 2000 and had been declared to the authorities in 12/200, because the insurance co of the anesthetist had suggested that the dr should make a declaration. They still have the needle, but keep it at the disposal of the insurance co. If they won't need it the co will get it for analysis. It was part of the introducer needle that had broken off.